Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-aug-2024. The device evaluation details. The device was returned to biosense webster (bwi) for evaluation. Following bwi procedures, a visual inspection and screening test of the returned device were performed. Visual inspection revealed a dent in the dome at the tip of the device and a crack in the peek housing with internal wires exposed. The device was connected to carto 3 system, and it was recognized; however, no ablation cycle could be performed since error "sh" displayed and electrode 3 and 4 were displayed black due to electrical wires detached at the tip. Device was dissected and resistance was measured from sensor pads and no issues were found. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The force sensor error reported by the customer could not be replicated during the analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: always zero the contact force reading following insertion of the catheter into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. The damage observed on the dome, the crack in the the peek housing and the broken electrical wires during the analysis are unrelated to the issue reported by the customer. The potential cause for this damage could be related to the handling of the device after the procedure or during the shipping process; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: do not scrub or twist the distal tip electrode during cleaning. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿force reading was jumping all over the place¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the biosense webster inc. Analysis finding of the ¿dent in the dome at the tip of the device¿ issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of ¿a crack in the peek housing with internal wires exposed¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿electrical wires detached at the tip¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a crack in the peek housing with internal wires exposed. Initially it was reported that the force reading was jumping all over the place on the carto 3 system. They zeroed the catheter a couple of times, but the issue persisted. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, observed a dent in the dome at the tip of the device and a crack in the peek housing with internal wires exposed. The event was originally considered non-reportable, however, bwi became aware of a crack in the peek housing with internal wires exposed on (B)(6) 2024 and have assessed this returned condition as reportable.